Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was experiencing low flow alarms daily, possibly related to known atrial fibrillation. Log captured several low flow events over the course of the log with flow noted as low as 2.2 lpm. It noted that these lower flows were around the same time each morning between 7-8am. It was thought to be a blood pressure problem. The patient was started on losartan and continued to monitor closely. No alarms were noted since starting losartan. The patient did not have any symptoms. The arrhythmia did not result in clinical compromise. The patient did not have a history of atrial fibrillation pre-lvad.

Manufacturer narrative:
Section h6: outcomes attributed to adverse corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. Although a specific cause for the low flow alarms could not be conclusively determined through this evaluation, the account communicated that the cause of the patient¿s low flow alarms was likely related to blood pressure. A direct correlation between the heartmate 3 left ventricular assist system, serial number: (B)(6), and the reported blood pressure problem and atrial fibrillation could not be conclusively established through this evaluation. The controller event log file contained events from 27nov2024 through 02dec2024. Transient low flow hazard were captured on (B)(6) 2024. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.